Event description:
It was reported that the patient got an infection in 2009 when his first implantable neurostimulator (ins) was implanted. After two weeks, the infection was identified and the ins was moved from his chest to his back. The infection resolved.

Manufacturer narrative:
Concomitant products: product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type extension; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v208202, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v208202, implanted: (B)(6) 2009, product type lead; product ID 7436, serial # (B)(4), product type programmer, patient. (B)(4). Analysis of the neurostimulator, serial #(B)(4), found no anomaly.